Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an open wound under the back left electrode which was 'oozing and pussing'. The patient is a diabetic and has difficulty healing. Follow up indicated that the patient's physician requested the patient be re-fit. A zoll representative visited the patient and issued the patient a larger size garment. The wound reportedly closed, but was still present. The medical outcome is unknown.